Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('laparoscopically the left essure was noted to be protruding from the left tube.'), pelvic pain ('pain') and nerve injury ('having to get injections due to nerve damage') in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),(heavy menstrual bleeding)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("loss of feeling in legs"), nerve injury (seriousness criterion medically significant), back pain ("pain,back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy hysteroscopy and d&c, laparoscopic bilateral salpingectomy and diagnostic laparoscopy to release entrapped nerve). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, hypoaesthesia, nerve injury, back pain, metrorrhagia, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, device dislocation, headache, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nerve injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils were seen so it was thought that the device did not deploy. A second essure insert was inserted without difficulty. In a similar fashion, the same process was earned out on the opposite side. 5 of coils were noted to ball from the right ostium and 0 or coils were noted to trail from the left ostium into the uterine cavity. Received treatment for bleeding, pain, other injuries/sympt : yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Small amount of free intraperitoneal air - felt to be within normal limits in the setting of surgery earlier today. 2. Small amount of gas rising anti-dependently within the bladder. This is likely due to recent foley catheterization. Recommend correlation for history of such. The bladder is distended. This may be physiologic, though recommend correlation for symptoms of urinary retention. 3. Small non-obstructing bilateral renal calculi.. Hysterosalpingogram - on (B)(6) 2015: (right tube closed, left tube patent - bilateral blockage); on (B)(6) 2016: (right tube closed, left tube patent - bilateral blockage). Laparoscopy - on (B)(6) 2018: port sites are hemostatic without hematomas. Appendix, liver, and gallbladder are normal appearing. Bilateral uterine cornua where the fallopian tubes were transected are hemostatic. Uterus and bilateral ovaries are normal appearing. There is no retained essure device identified in the abdomen or pelvis.. Pregnancy test urine - on (B)(6) 2015: negative.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : metrorrhagia (bleeding b/w periods) ,abdominal pain , complications during removal surgery were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("laparoscopically the left essure was noted to be protruding from the left tube."), pelvic pain ("pain") and nerve injury ("having to get injections due to nerve damage") in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("loss of feeling in legs"), nerve injury (seriousness criterion medically significant) and back pain ("pain"). The patient was treated with surgery (bilateral salpingectomy hysteroscopy and d&c, laparoscopic bilateral salpingectomy and diagnostic laproscopy to release entrapped nerve). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, hypoaesthesia, nerve injury and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, headache, hypoaesthesia, menorrhagia, migraine, nerve injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils were seen so it was thought that the device did not deploy. A second essure insert was inserted without difficulty. In a similar fashion, the same process was earned out on the opposite side. 5 of coils were noted to ball from the right ostium and 0 or coils were noted to trail from the left ostium into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 31-may-2018: impression: 1. Small amount of free intraperitoneal air - felt to be within normal limits in the setting of surgery earlier today. 2. Small amount of gas rising anti-dependently within the bladder. This is likely due to recent foley catheterization. Recommend correlation for history of such. The bladder is distended. This may be physiologic, though recommend correlation for symptoms of urinary retention. 3. Small non-obstructing bilateral renal calculi.. Hysterosalpingogram - on 29-apr-2015: (right tube closed, left tube patent - bilateral blockage); on 27-may-2016: (right tube closed, left tube patent - bilateral blockage). Laparoscopy - on 01-jun-2018: port sites are hemostatic without hematomas. Appendix, liver, and gallbladder are normal appearing. Bilateral uterine cornua where the fallopian tubes were transected are hemostatic. Uterus and bilateral ovaries are normal appearing. There is no retained essure device identified in the abdomen or pelvis.. Pregnancy test urine - on 08-jan-2015: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('laparoscopically the left essure was noted to be protruding from the left tube./expulsion of essure device'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation: uterus'), pelvic pain ('pain') and nerve injury ('having to get injections due to nerve damage') in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),(heavy menstrual bleeding)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("loss of feeling in legs"), nerve injury (seriousness criterion medically significant), back pain ("pain,back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (bilateral salpingectomy hysteroscopy and d&c, laparoscopic bilateral salpingectomy and diagnostic laproscopy to release entrapped nerve). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, hypoaesthesia, nerve injury, back pain, metrorrhagia, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, device expulsion, fallopian tube perforation, headache, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nerve injury, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils were seen so it was thought that the device did not deploy. A second essure insert was inserted without difficulty. In a similar fashion, the same process was earned out on the opposite side. 5 of coils were noted to ball from the right ostium and 0 or coils were noted to trail from the left ostium into the uterine cavity. Received treatment for bleeding, pain, other injuries/sympt : yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Small amount of free intraperitoneal air - felt to be within normal limits in the setting of surgery earlier today. 2. Small amount of gas rising anti-dependently within the bladder. This is likely due to recent foley catheterization. Recommend correlation for history of such. The bladder is distended. This may be physiologic, though recommend correlation for symptoms of urinary retention. 3. Small non-obstructing bilateral renal calculi.. Hysterosalpingogram - on (B)(6) 2015: (right tube closed, left tube patent - bilateral blockage); on (B)(6) 2016: (right tube closed, left tube patent - bilateral blockage). Laparoscopy - on (B)(6) 2018: port sites are hemostatic without hematomas. Appendix, liver, and gallbladder are normal appearing. Bilateral uterine cornua where the fallopian tubes were transected are hemostatic. Uterus and bilateral ovaries are normal appearing. There is no retained essure device identified in the abdomen or pelvis.. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: new pfs received- new event perforation (fallopian tube),expulsion of essure device,perforation(uterus) were added. Previously reported event device dislocation updated to device expulsion. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("laparoscopically the left essure was noted to be protruding from the left tube."), pelvic pain ("pain") and nerve injury ("having to get injections due to nerve damage") in an adult female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. Previously administered products included for an unreported indication: toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), hypoaesthesia ("loss of feeling in legs"), nerve injury (seriousness criterion medically significant) and back pain ("pain"). The patient was treated with surgery (bilateral salpingectomy hysteroscopy and d&c, laparoscopic bilateral salpingectomy and diagnostic laparoscopy to release entrapped nerve). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, hypoaesthesia, nerve injury and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, headache, hypoaesthesia, menorrhagia, migraine, nerve injury, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils were seen so it was thought that the device did not deploy. A second essure insert was inserted without difficulty. In a similar fashion, the same process was earned out on the opposite side. 5 of coils were noted to ball from the right ostium and 0 or coils were noted to trail from the left ostium into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: small amount of free intraperitoneal air - felt to be within normal limits in the setting of surgery earlier today. Small amount of gas rising anti-dependently within the bladder. This is likely due to recent foley catheterization. Recommend correlation for history of such. The bladder is distended. This may be physiologic, though recommend correlation for symptoms of urinary retention. Small non-obstructing bilateral renal calculi. Hysterosalpingogram - on (B)(6) 2015: (right tube closed, left tube patent - bilateral blockage); on (B)(6) 2016: (right tube closed, left tube patent - bilateral blockage). Laparoscopy - on (B)(6) 2018: port sites are hemostatic without hematomas. Appendix, liver, and gallbladder are normal appearing. Bilateral uterine cornua where the fallopian tubes were transected are hemostatic. Uterus and bilateral ovaries are normal appearing. There is no retained essure device identified in the abdomen or pelvis. Pregnancy test urine - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain, loss of feeling in legs and having to get injections due to nerve damage were added. Lot number, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.